Event description:
It was reported that the user experienced hypoglycemia while using the pump, including a blood glucose value of 40 mg/dl that required treatment with multiple oral glucose tablets; a cgm was not connected at the time of the event, and troubleshooting and education were completed with no alerts or alarms reported. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose with recovery to range and no hospitalization. Investigation included complaint intake and user troubleshooting and education. Investigation of this case revealed no device alarms or malfunctions reported and no device component concerns identified, with the cause of hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.